Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that his sensor glucose levels and his blood glucose levels never match. The patient's blood glucose level at the time of call was 40 mg/dl and his sensor glucose read 85 mg/dl. The patient treated the low blood glucose with food. Troubleshooting was initiated for the discrepancies in the readings, and the customer was advised about the proper insertion and usage of the sensor. The customer was advised to call back for further assistance if the sensor glucose versus blood glucose issues recur with the current sensor. No products were returned or shipped.